Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex contour profile moderate 275cc saline breast implant, catalog # 3542912, lot # 201797. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor siltex contour profile moderate 275cc and experienced deflation on the left breast implant. As a result, patient underwent removal of the implant on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor siltex contour profile moderate 275cc and experienced deflation on the left breast implant. As a result, patient underwent removal of the implant on (B)(6) 2018. The device was returned to mentor with fluid that appeared to be clear. No foreign material was observed within the device. Yellow material was observed on the shell surface. During visual examination, the mentor product analysis lab observed the device appears intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported device. At this point it is not possible to determine the origin of the yellow material observed. The device history record (DHR) of lot number 199305 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).